Event description:
A hospital in another country, reported to use that they had problems with leak testing of the rt029 infant breathing circuit swivel y-piece. No pt consequence was reported.

Manufacturer narrative:
This malfunction was reported to fisher & paykel healthcare by a distributor in another country. The complaint device was not returned. Information provided is based on the event description and previous experience on similar complaints. Results: the swivel is made of plastic and some leak is normal in the seal of the swivel. Conclusion: it appears that the swivel seal has loosened and led to a larger than normal leak occurring during the ventilator extended self test. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 37 ppm.